Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported touchscreen will sometimes be delayed or will turn the screen black when hitting the screen. The touchscreen was functioning as intended at the time of the call. There was no impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received.